Manufacturer narrative:
Repeated attempts were performed to obtain additional information from the reporter, but were not successful. If additional information is obtained at a later date, a supplemental report will be submitted. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the cause of the event of no image could not be identified. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
Olympus technical assistance center (tac) support spoke to the customer to troubleshoot the device. The customer had an interference from the electrosurgical (esu) generator to the cv-190 through the scope. The unit was working fine until work was done in the room hva c wise. Whenever the esu was activated afterwards, the screen gets fuzzy and becomes dark but returns after the pedal was released. The customer will attempt to run the conmed esu through an isolation transformer to try and combat the interference. The customer called back to report that putting the generator on an isolated transformer does not resolve the issue. The customer spoke to the manufacture of the generator and was advised to put ferrite beads on the video line to suppress the interference. The customer asked if olympus sold another similar cable as the maj-1854 monitor out cable with ferrite beads built-in and tac confirmed that it was not marketed. Tac asked the customer if they attempted to put the generator on a separate wall circuit than the one the cv-190 and monitor was connected to however, the customer said no. A follow up was made and the customer mentioned installing an isolation transformed on the conmed generator cart however, that did not resolve the issue. The customer mentioned that the conmed technical support indicated that the problem was associated with their new helix abc platform and recommended the installation of ferrite beads on the systems video cables. The customer stated that an attempt was made to obtain the order to install but has been unable to locate a source that has them in stock and available. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported interference issues electrosurgical (esu) generator . In addition, the evis exera iii video system center is unable to display image. There was no patient involvement, no harm or user injury reported due to the event.